Manufacturer narrative:
Date sent: 01/06/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device broke. The broken part did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.